Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus lens was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and found damage at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The complaint regarding a broken lens was confirmed by failure analysis. The probable root cause of the cracked distal window is attributed to conditions during use, such as inadvertent impact with hard surfaces, dropping of the endoscope, or improper cleaning during reprocessing.